Manufacturer narrative:
(B)(4). Device evaluated by MFR: stent delivery system (sds) was returned for analysis. A visual examination of the stent found that the stent struts on proximal rows 1 to 15 were damaged and distorted. The undamaged crimped stent outer diameter was measured and is within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual examination of the bumper tip showed signs of damage on the distal edges of the tip. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found multiple kinks on several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 04-may-2017. It was reported that crossing difficulties were encountered. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified coronary artery. A 3.00x32mm synergy¿ drug-eluting stent was advanced but insertion difficulties were encountered and device was unable to cross the lesion. The procedure was completed with a non-bsc stent. No patient complications were reported. However, returned device analysis revealed stent damage.